Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this pacemaker exhibited a mode switch from bipolar to unipolar due to high out of range pacing impedances on the right ventricular (rv) channel. Testing in clinic also revealed noise and loss of capture. The physician has elected to replace the rv lead but no procedure has been scheduled at this time. The make of the rv lead is unknown. This pacemaker remains in service. No adverse patient effects were reported.